Manufacturer narrative:
The product analysis result indicates that the reported event could not be confirmed, but confirmed that there was an abnormal noise during operation. An internal inspection confirmed that parts such as bearings had deteriorated. There were 2 devices used in the event and we are submitting 2 mdrs for the same event list of products involved: microdebrider 1899200 m5 rohs serial # (B)(4), lot # 209306782 unk. Prod. ID/ drill bur lot # no information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that the rotation of the bur is not normal during a dacryocystorhinostomy procedure. Upon follow up it was reported that the bur was wobbling during rotation. The device was used on the patient. There was no patient or staff impact. There was no delay to the procedure.